Event description:
The handheld and flashcard were returned on (B)(6) 2012 and analysis has since been completed. An analysis performed on the handheld revealed no anomalies during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard. During the analysis it was identified that the software would pause following an interrogation. This is expected behavior for the software considering the database size. During the analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.

Event description:
It was reported on (B)(6) 2012 that the physician's handheld device was having intermittent problems with screen freezing for the past month. It was confirmed with the physician that he had been properly performing hard resets. The physician indicated that a hard reset sometimes solves the problem, but lately, he has had to borrow another physician's handheld in order to interrogate his patients because he gets so frustrated with his own handheld. The screen freezing was occurring on the main menu, the start interrogation screen, and some of the options screens. The handheld has not yet been returned to the manufacturer for analysis.